Event description:
Patient revised for pain, found osteolysis, polyethylene wear, metalosis, and loose tibial component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event. The length of time implanted (18 years) could be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.